Event description:
The customer reported that the aim system detected rbc near the top of the channel and cells were detected in the plasma line in the centrifuge. The patient's hematocrit was entered as 21%, the operator increased it to 24%, 27%.the customer was able to disable the rbc detector and continue the procedure. During follow-up with the customer they reported that despite an initial diagnosis of thrombotic thrombocytopenia purpura (ttp) the physician determined the patient did not have ttp. The patient had 3 procedures and they stopped. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the aim system detected rbc near the top of the channel and cells were detected in the plasma line in the centrifuge. The patient's hematocrit was entered as 21%, the operator increased it to 24%, 27%.the customer was able to disable the rbc detector and continue the procedure. During follow-up with the customer they reported that despite an initial diagnosis of thrombotic thrombocytopenia purpura (ttp) the physician determined the patient did not have ttp. The patient had 3 procedures and they stopped. Patient information and outcome are unknown. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer submitted five (5) photographs to aid the investigation. Photographs 1 to 3 show the interface through the viewport and confirm that the plasma in the connector was red in color. Photograph #4 shows the cassette loaded on the device and confirms the presence of hemolysis in the cassette, plasma pressure sensor diaphragm, recirc tubing and the remove line. Photograph #5 is a photograph of the remove bag and shows hemolysis in the plasma inside the bag. Per the photographs supplied by the customer, hemolysis was observed in the connector, cassette and remove bag. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. * return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. * inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.11. Investigation: the customer did not respond to multiple requests for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The customer submitted five (5) photographs to aid the investigation. Photographs 1 to 3 show the interface through the viewport and confirm that the plasma in the connector was red in color. Photograph #4 shows the cassette loaded on the device and confirms the presence of hemolysis in the cassette, plasma pressure sensor diaphragm, recirc tubing and the remove line. Photograph #5 is a photograph of the remove bag and shows hemolysis in the plasma inside the bag. Per the photographs supplied by the customer, hemolysis was observed in the connector, cassette and remove bag. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the aim system detected rbc near the top of the channel and cells were detected in the plasma line in the centrifuge. The patient's hematocrit was entered as 21%, the operator increased it to 24%, 27%.the customer was able to disable the rbc detector and continue the procedure. During follow-up with the customer they reported that despite an initial diagnosis of thrombotic thrombocytopenia purpura (ttp) the physician determined the patient did not have ttp. The patient had 3 procedures and they stopped. Patient information and outcome are unknown. The collection set is not available for return because it was discarded by the customer.